Manufacturer narrative:
Additional information received - the reporter indicated the date of the last visit was (B)(6) 2014. The reporter stated the cause of the event was residual astigmatism, the pre-op astigmatism could not be fully corrected with the icl. The va at patient's 6 month visit was 20/20 and at 12 month visit it was 20/25. Claim # (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, in her left eye (os). The patient reported her vision had worsened. The lens was implanted on (B)(6) 2013 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the reporter indicated the date of the last visit was (B)(6) 2014. The reporter stated the cause of the event was residual astigmatism, the pre-op astigmatism could not be fully corrected with the icl. The va at patient's 6 month visit was 20/20 and at 12 month visit it was 20/25. Claim # (B)(4).

Manufacturer narrative:
Additional evaluation of complaint events found no serious injury to patient requiring surgical or medical intervention. (B)(4).